Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 106 mg/dl. The customer stated that he broke of screen on the pump. The customer stated that when he untuck the fold over the straps, it fell out and hit the floor. The location of the damage is on the screen. The customer stated that he cannot read the time and date across the top. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.